Manufacturer narrative:
A ge service representative performed an onsite investigation. The sata cable to the cine drive was re-seated. The associated software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to allow vascular cine archival and review. No pt or user injury was reported.